Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis of not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1gm) and tobramycin (50mg) for peritonitis. At the time of the report, the peritonitis was resolved. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.